Event description:
It was reported that the pump touch screen was unreadable due to ink blots on the screen. The customer reverted to an alternate method in insulin therapy. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.